Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient encountered infusion set occlusion at site event on (B)(6) 2024. The blood glucose level was high. Therefore, patient was treated with IV bolus. Customer changed supplies as necessary and resumed insulin therapy. No further information available.